Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that starting 4-5 months ago, they believed their ins was not working anymore. Pt said by noon, the ins would no longer have a charge and when the ins charge runs out pt said the pain starts. Pt said it would be the same pain they had before the ins was put in. Patient services (pss) asked, pt has not had any falls and no changes in settings (pt said they have groups a,b,c, but uses c and has increased the stim power before, but since 4-5 months ago had not been able to because the battery wouldn't be enough). Pt then said they already contacted primary care provider (pcp) - dr. (B)(6) at (B)(6) - and pcp referred pt to dr. (B)(6). Pt said they spoke to dr. (B)(6) office but needed a new referral to see them. Pt said the pcp sent a new referral, but pt had not heard back from dr. (B)(6) office yet. Pt asked if the process would take 6 months or how long it would take to see them. The patient w as redirected to their healthcare provider (hcp) to further address the issue. Pss redirected to continue trying to get in touch with hcp. Pss provided nas number for hcp office to call if needed. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.